Manufacturer narrative:
This report is based solely on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all insulators breached; distal segment returned and analyzed.

Event description:
It was reported the atrial lead had low impedance. The lead was capped and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.